Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states on 04-july-2024, it was reported by the patient that three infusion set cannula was dislodged due to which hyperglycemia occurs after 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 435 mg/dl and treated by correction injection via mdi. Event occurred on 07/04/2024 and 07/11/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.